Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced a temporary sensor signal loss for approximately 30 minutes, during which blood glucose rose to 326 mg/dl. Insulin delivery resumed once the signal reconnected, and glucose levels were corrected. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.